Manufacturer narrative:
(B)(4). Event description continued: there was no allegation against the mitraclip devices. Post procedure, mixed mitral regurgitation grade remained at the preprocedure level of 3. There was no adverse patient effect. No additional information was provided. Concomitant products: mitraclip system, steerable guide catheter. The clip delivery system (cds) was not returned for analysis as it was discarded. The analysis of this complaint will be an assessment of the manufacturing records and information provided by the reporter to abbott vascular. There was no reported device malfunction associated with the mitraclip. In this case, there was no reported device malfunction associated with the cds. The reported patient effect of thrombus, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The information provided in the case details stated that the guide and cds/clip performed as intended and were prepared/used as described in the IFU. Heparin was given to the patient at the beginning of the procedure (by default), the activating clotting time was 307s after septal puncture (and 278s at the end of the procedure). The mitraclip system was flushed using heparinized solution during preparation and procedural use. In this case, the physician assumed the patient could have some sort of heparin induced thrombopenia although the patient medical history showed no signs of this. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
This is being filed as thrombus was seen at the tip of the clip. Although there was no device issue, the clip cannot be excluded as possibly contributory the thrombus. It was reported that prior to the mitraclip procedure, the patient was administered heparin due to atrial fibrillation. The clip delivery system (cds) and steerable guide catheter (sgc) were prepared for use as per the instructions for use (IFU). Heparin was administered at the beginning of the procedure. The activating clotting time after the transseptal puncture was 307 seconds and 278 seconds post procedure. The mitraclip system was flushed with heparinized solution during preparation and procedure. After the clip delivery system (cds) was inserted and advanced in the left atrium down to the mitral valve, a floating structure was seen "at all times" at the tip of the clip. The clip with the thrombus (floating structure) was pulled back into the sgc. While aspirating, the sgc was retracted into the right atrium. The sgc and cds were removed as one unit out of the anatomy. As the clip was removed out of the sgc and a small thrombus could be seen at the tip. During the procedure, no other thrombotic material could be seen in the echocardiogram. Due to safety reasons, the mitraclip procedure was aborted and another mitraclip procedure will be planned in the next two weeks. The physician assumed that the patient could have some sort of heparin induced thrombopenia although the patient's medical history showed no signs of this. There were no signs of embolism during or at the end of the procedure. No additional medication was administered.